Manufacturer narrative:
Of the 4 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(6) pilot program.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cloudy issue. These reports were received from various sources. The patients associated with this allegation ranges from 8-69 years of age and between 28 and 168 pounds. Of the reported patients, 1 were male, 3 were female, and 0 were unknown.